Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was having an issue with the insulin pump and he was hospitalized. Customer stated that he ran out of insulin while he was hospitalized. Assisted customer to perform the displacement test and the insulin pump failed. Nothing further was reported.